Manufacturer narrative:
One smiths medical custom 5.0mm ID fixed tracheostomy tube with a tts cuff was returned for evaluation. Device underwent functional testing to detect for leakage. A leak was confirmed to be coming from the inside of the tube where the airway/teflon enters the tube. Further investigation noted the teflon had punctured through wall of the tube,and by moving the airway line back-and-forth the air slowly decreased. The reported complaint has been confirmed, and the problem source has been determined to be due to manufacturing.

Event description:
It was reported that the bivona custom tracheotomy tube was leaking. The patient experienced symptoms such as gargling and chocking. An emergent trach change was performed as a result.